Event description:
Boston scientific crm received information that the patient implanted with this atrial pacing lead experienced a syncopal event and was hospitalized four days post implant. It appeared on x-ray that both the right ventricular (rv) and atrial leads were dislodged. No noise was noted. The rv occasionally sensed p-waves, but they were blanked. Rv sensing and capture were intermittent. The field representative reported that both leads were successfully repositioned and no additional adverse patient effects occurred.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying with this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.